Event description:
It was reported that nurse wanted to change the lead polarity to unipolar because ventricular lead was "misbehaving". The lead was believed to be fractured and was to be replaced in a couple weeks. It was also reported that the lead had high impedance and a high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.